Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month after being implanted, the implantable cardiac monitor (icm) was accidentally dislodged/explanted by patient at home. It was noted by the patient that their dog jumping on their chest was the cause. The icm was replaced. No patient complications have been reported as a result of this event.